Manufacturer narrative:
Concomitant medical products model: 407645, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed low pacing impedance. It was noted that the impedance level appears to be chronically low. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.